Event description:
It was reported from austria that prior to surgery, it was observed that the saw device had movement while in use with the attachment device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. It was not reported if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gears were blocked, seized, and rough running. Therefore, the reported condition was confirmed. It was further reported that the device had no oscillation. The assignable root cause was determined to be due to normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.